Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-02168. The pt received his scs system, including two percutaneous leads, on (B)(6) 2005. It was reported the pt began experiencing pain at the lead site shortly after falling off a ladder. The lead was explanted and replaced. Unfortunately, the lot number for the explanted lead was not provided; therefore, a report has been submitted for both leads. The explanted lead was not returned to the MFR for analysis. Follow up on the pt found no further issues reported.